Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and received insulin flow blocked alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states they potential reservoir and infusion set issue at that time. Advice to manually push plunger to see if insulin exits the tubing. Customer states insulin did not exit the tubing. Customer states they have another reservoir for testing. Advice to rewind insulin pump, place reservoir in insulin pump and run load reservoir or fill tubing to at least 5.0 unit. Customer states the insulin pump did not alarm insulin flow blocked with load reservoir or fill tubing. Customer states insulin flow blocked was resolved with changing reservoir. The device will be returned for analysis.